Manufacturer narrative:
The reported events of insulation damage and decreased pacing impedance were confirmed. Electrical testing did not find any indication of conductor fractures but failed the hi-pot test. Destructive analysis was performed and visual inspection found the inner insulation torn/cut in two locations due to procedural damage. The cause of the reported events was isolated to torn/cut inner insulation due to procedural damage.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that insulation damage was observed on the right ventricular (rv) lead during a device upgrade procedure. Decreased pacing impedance was measured on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.